Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that the locking pin has popped off when folding the unit and cannot get someone to replace it.